Event description:
The doctor reported that during the procedure, the outer cannula ripped off in the bone. It took about 2 hours to progressively drill over it and remove the outer table of the iliac bone to remove it. It should be noted the procedure was deemed successfully completed.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The doctor reported that during the procedure, the outer cannula ripped off in the bone. It took about 2 hours to progressively drill over it and remove the outer table of the iliac bone to remove it. It should be noted the procedure was deemed successfully completed.